Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes per the death certificate, but the customer was having liver issues. The caller stated that the customer had diabetes and sclerosis that may have led to the customer's passing. The customer¿s blood glucose was 20 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer was not feeling good and just wanted to sleep on the day they passed. The next of kin stated the doctor told them it seems like the customer had a heart attack. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.